Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for post implant follow-up. Upon device interrogation, the right ventricular lead exhibited high capture thresholds and low sensing. Fluoroscopy revealed that the lead was dislodged. The lead was repositioned on (B)(6) 2015. The patient's condition was fine at all times.